Event description:
During the device evaluation, the camera head's cable was found to be punctured, and the connector tip was smashed. Additionally, the device failed the leak test. No patient was involved.

Manufacturer narrative:
Based on the results of the completed investigation, the root cause of the reportable malfunction could not be specified. However, it likely due to a component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.